Manufacturer narrative:
In this particular case, despite multiple investigational attempts, it was not possible to obtain additional details regarding the exact reason for the explant of the sapien 3 valve 7 days post implant in a failing surgical valve. It was speculated that the high gradient was due to severe patient prosthetic mismatch (ppm). To date, information regarding the patient (medical records and procedure op notes - implant and explant) have not been received for review. A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available. In this case, the valve is not available for evaluation; however, there was no indication or allegation that a product deficiency contributed to the event. The exact reason for explanting the valve 7 days after implantation is not available at this time. There is insufficient information to determine if the event was related to a device malfunction or patient factors. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(6) registry. (B)(4) edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported through the edwards implant patient registry, a 23mm sapien 3 valve was deployed in a failing trifecta surgical aortic valve. Seven (7) days post implant, the sapien 3 valve was explanted and an edwards ce perimount valve was placed. It was reported that the valve in valve procedure was flawless. Post valve implant, a gradient of 50 mmhg was observed. The patient was thought to have severe patient prosthetic mismatch (ppm). No further information is available at this time.